Event description:
It was reported that the patient's leads were explanted and replaced. Therapy was restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-01559. It was reported that the patient's leads were exhibiting high impedances. X-rays revealed that one of the leads was kinked and that both leads had migrated. Surgical intervention is anticipated.